Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an a device replacement procedure for normal eri, the right ventricular (rv) lead was noted and confirmed with x-ray imaging to be externalized. The rv lead remained implanted and the patient was stable and will continue to be monitored.